Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using ruby coil lps and an lp system detachment handle (handle). During the procedure, the physician advanced a ruby coil lp into the target vessel and attempted to detach it using the handle; however, the ruby coil lp failed to detach. Therefore, the ruby coil lp was removed intact. The physician then successfully implanted another lp coil in the target vessel using the same handle. The procedure was completed using additional lp coils and the same handle. There was no report of an adverse effect to the patient.